Event description:
A malfunction alarm was reported with the code malf 12, but there was no adverse impact on the customer's blood glucose level. Initially, the customer was advised to call back after obtaining a charging pad to reset the pump. Upon following up, customer support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was informed that they could continue using the pump and instructed to report back if any issues arose again.